Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there is atrial noise and oversensing. It was also reported that five months previously there was an atrial lead warning and the lead was programmed to unipolar sensing and pacing. Oversensing was noted when the patient did isometric exercises. The oversensing disappeared when the sensitivity was changed. The lead is still in use and will be monitored. No patient complications were reported as a result of this event.